Event description:
The patient had reportedly experienced intermittences between the external equipment and the cochlear implant. The patient was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. In 04/2006, the patient was seen by a company representative for device evaluation testing performed confirmed that the device was not functioning. Surgery has been rescheduled to explant the patient's device.